Event description:
It was reported the doctor was trying to implant a mandibular distraction device, and due to the fact the plates and screws were non-compatible, the surgery was delayed 3-4 hours while the doctor attempted several different plate and screw combinations. It was determined after the surgery the drive screws the doctor was trying to use were non-locking screws, and the plates he was trying to put them in were locking, therefore they were non-compatible.

Manufacturer narrative:
It was discovered after the surgery, the plates and screws being used were not compatible together. The screws were non locking and the plates were locking. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There were two plates attempted to be used, see MDR 1032347-2010-00196.